Event description:
Customer reported the system would stop taking x-rays after a few seconds of exposure. No patient injury was reported.

Manufacturer narrative:
A ge rep has not yet evaluated the system.